Event description:
The patient had primary hip surgery on (B)(6) 2021. At about 4 weeks after the primary, the patient came in reporting pain due to a periprosthetic fracture that was caused by falling. The surgeon plated the fracture and did not revise any implants. Presently, on (B)(6) 2022, the patient came in reporting pain. The surgeon re-plated the fracture and exchanged the head. The surgery was completed successfully. Presently, on (B)(6) 2023, the patient came in reporting pain and the surgeon observed subluxation. The surgeon decided to revise the medacta head and sleeve to a new medacta head and sleeve and the medacta cup and liner to a competitor cup and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 10 february 2023. Lot 2011805: 55 items manufactured and released on 23-dec-2020. Expiration date: 2025-12-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional item involved in the event, batch review performed on 10 february 2023: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115)lot. 2007632 lot 2007632: 400 items manufactured and released on 25-nov-2020. Expiration date: 2025-11-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.